Event description:
Patients' representative reported right side massive pain and severe capsular contracture. They also reported a cyst and breast implant illness which are not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: massive pain, severe capsular contracture, a cyst and breast implant illness.

Event description:
Patients' representative reported right side massive pain and severe capsular contracture baker grade unknown. They also reported a cyst and breast implant illness which are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.